Event description:
It was reported that restenosis occurred. On (B)(6) 2023, the patient presented with unstable angina due to coronary artery disease and the saphenous vein graft (svg) to the first diagonal (d1) was treated with a 3.00 mm x 28 mm synergy drug eluting stent. On (B)(6) 2025, the patient presented to the hospital and diagnosed with unstable angina. At the time of event, the patient was on aspirin and clopidogrel which were continued. Diagnostic coronary angiography revealed 90% to 100% in-stent restenosis in the svg-diagonal graft. The 95% in-stent restenosis at the proximal right coronary artery (rca) was treated successfully with percutaneous coronary intervention (pci). Post revascularization, the residual stenosis was 0% with timi flow 3. The 90% to 100% stenosis at the diagonal was also treated during this event with a 2.25 mm x 8 mm nc emerge ptca balloon. The event was considered to be resolved/ recovered. On (B)(6) 2025, the patient presented to the hospital with symptoms associated with coronary artery disease. Pci was performed to treat the event. The event was considered to be resolved/recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.